Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through the lantern delivery microcatheter (lantern), the physician met resistance and then tried to advance the coil with force. Consequently, the ruby coil pusher assembly became kinked and was removed. The physician then repositioned the lantern and successfully completed the procedure using a new ruby coil. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.